Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer is having continues power loss alarms. It was reported that it occurs every three hours. The device is getting replaced. No further information provided.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement and self test. The adapt tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No unexpected battery power loss alarm noted during testing or in the device trace download. Unable to perform displacement test and reservoir unable to lock into place due to missing reservoir retainer.